Manufacturer narrative:
(B)(4). Additional info: this product is not sold in the united states. The 510k number provided is for a similar product which is sold in the united states.

Event description:
It was reported that the anesthetic agent propofol was continuously being administered through the catheter inserted in the pt's right internal jugular vein. Five days after the catheter was placed however, a leak was observed from the proximal lumen which was heparin locked when infusing saline. A crack was confirmed approximately 18cm from the distal end of the catheter. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.